Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost power unexpectedly without a warning. The customer had received a no delivery alarm and then the insulin pump died. The customer's blood glucose level was unknown. The alarm history was reviewed. They did not receive a low battery alert prior to the off no power alert. It was noted that a new battery resolved the issue. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.